Event description:
The recipient is reportedly experiencing vestibular neuritis. The recipient was prescribed prednisone for 15 days.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The clinic does not believe vestibular neuronitis to be device related. Additional information regarding treatment details were not provided. Programming adjustments were made, however, the issues did not resolve. The recipient's dizziness resolved. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.